Event description:
A report was received that the patient is experiencing painful swelling in her left leg. The physician does not believe its device related but nerve inflammation from the implanting procedure. The patient was prescribed flexeril and neurontin.

Manufacturer narrative:
This is the final report.